Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR reports: 1221359-2021-00872, 1221359-2021-01006, 1221359-2021-01007.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on multiple dates on a direct tested nasopharyngeal kitted swab. This is report 4 of 4. From (B)(6) 2021 to (B)(6) 2021 we had another 4 false positives ID based on 2 or 3 other systems from patients admitted for conditions unrelated to covid. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. Confirmation testing was performed on (B)(6) 2021 with liat, this generated negative results. The customer stated this was pre-admission testing on patients who were suspected to have covid-19. Per the customer the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was a delay or impact of treatment due to the test results. However, no additional information was provided other than, "inaccurately characterized as covid positive." Per the customer, these cases were reported to us by infection control because some of the potential issues with false positves including cohorting patients with true positive patients, hospital staff investigation, unnecessary staff testing, delay/disruption in treatment for non-covid conditions, etc.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1023084 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1023084, test base part number 190-430 / lot: 1023084. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1023084 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.